Event description:
Falsely elevated sodium (na) results were obtained on two patient samples from a dimension vista 500 instrument. The erroneous result for sample identifier (B)(6) was reported to the physician(s) and the erroneous results for sample identifier (B)(6) was not reported to the physician(s). The sample identified as (B)(6) was repeated on an alternate dimension vista instrument and the repeat result was lower than the initial result. The repeat result was reported as the correct result to the physician(s). The correct result for the sample identified as (B)(6) is unknown. There are no reports of patient intervention or adverse health consequences due to the falsely elevated na results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely elevated sodium (na) results were obtained on two patient samples from a dimension vista 500 instrument. Quality controls (qc) were acceptable on the day of the event. After obtaining the erroneous results, the customer reran the qcs and obtained measurement errors. A siemens customer service engineer (cse) was dispatched to the customer's site and ran a dilution check. The cse also inspected the aliquot probe and drain. Then, the cse replaced the aliquot probe, drain, and integrated multisensor technology (imt) probe. Additionally, the cse auto-aligned the aliquotter, imt probe, and reagent shuttle 2, and primed the instrument. Then, the cse performed a diagnostic sequence, ran check1 for the aliquotter and imt probe, and ran a dilution check, which passed. Electrolyte calibration and qcs were acceptable. Siemens further investigated the incident and determined that samples were potentially improperly aspirated, causing improper dilutions of the samples in the imt manifold. The issue was resolved by the replacement of the probes and drain as part of normal troubleshooting. Improper dilution of samples in the imt manifold potentially contributed to the falsely elevated na results. The instrument is performing according to specifications. No further evaluation of this device is required.